Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient experienced growth of an abdominal aortic aneurysm after implantation of a zenith flex aaa endovascular graft bifurcated main body, possibly due to a suture hole in the graft. The patient has had follow-up appointments since implantation eight years ago which have revealed the aaa gradually growing. A secondary abdominal procedure was performed on (B)(6) 2020 in which the physician removed the graft "leaving suprarenal stents and connecting an artificial blood vessel with it". Additional information regarding the patient, device, and event has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Event description:
No additional patient / event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6- additional method code: communication/interviews (4111). Investigation-evaluation: it was reported by (B)(6) hospital that a patient had growth of an abdominal aortic aneurysm and a suture hole was observed at explant. The patient had history of acute liver inflammation at the age of 35 years. Hypertension (untreated) was diagnosed at age 45. At 60-years-old, the patient was diagnosed with a gastric ulcer. ¿clipping" was performed for the gastric ulcer. The patient had been diagnosed with an abdominal aortic aneurysm (aaa). On 20sep2011, the patient had total arch replacement and underwent coronary bypass grafting to include left internal thoracic artery to left anterior descending coronary artery (lita-lad) and aorta-saphenous vein graft-right atrioventricular artery (ao-svg-4av). On 21oct2011 the patient had an aortic endovascular repair (evar). The following devices were placed in the procedure: zenith flex aaa endovascular graft bifurcated main body, (rpn: tffb-30-96-zt, lot # f2680671), zenith flex aaa endovascular graft iliac leg (rpn: tfle-24-73-zt, lot # f2659975), left iliac artery, zenith flex aaa endovascular graft iliac leg (rpn: tfle-24-73-zt, lot # f2659976), left iliac artery, zenith flex aaa endovascular graft iliac leg (rpn: tfle-12-124-zt, lot # f2628876), right iliac artery. After the initial evar procedure, imaging confirmed no endoleak was present. It was reported that the patient was prescribed anti-platelet medication. After the initial evar, the abdominal aortic aneurysm continued to grow. The hospital kept follow ups for eight years. The origin of the aaa growth was unknown. On (B)(6) 2020 a laparotomy was performed. The physician visually confirmed that blood came out of the suture hole of the zenith flex. The physician removed the graft and left the suprarenal stents and connected it to an artificial blood vessel (y graft). As of 11mar2020, no adverse events had been reported. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control, and specifications, as well as a visual inspection and dimension verification of the returned device, was conducted during the investigation. The complainant returned 6 graft components in damaged and separated conditions. Any overlapping graft segments were not separated in order to preserve the returned device condition for further investigation. All measurements met specifications. The explanted devices underwent an examination at cook research incorporated. The six joined graft components were analyzed, separated into ten components from four grafts, and analyzed again. Characteristics analyzed included: suture integrity; graft integrity for cuts, holes, and wear; and suture hole elongation. Prior to separation of the components, no blue sutures could be observed on the device due to its partially overlapped configuration inside of another component. No green suture frays or failures were observed on the non-overlapped region of the device. Graft cuts and frays were observed on the distal graft edge prior to separation. Due to the appearance of the cuts and frays, they appear to have been caused during the explant procedure. Graft damage was observed on body stent 2 and in between body stent 1 and 2. Additionally, the complainant was able to provide medical imaging for review. Medical imaging provided consisted of a pre-implantation cta, implantation angiography, a three-week post-implantation cta, an eight-year follow-up cta, an eight-year follow-up angiogram, and a three-hour video of the explant/aorta bi-iliac bypass implant procedure, which were reviewed by an expert image review. Findings of the expert image review include the following: endoleak was absent on completion angiography and the three-week cta. At eight years, aaa maximal diameter had increased from 82mm to 85mm. On cta, an endoleak was faintly present in the anterior sac near the ima origin and in the left posterior sac at the left third lumbar artery origin. On the delayed phase, endoleak diffusion indicated continuing washout. Subsequent diagnostic angiography faintly demonstrated an endoleak posterior to the ipsilateral gate involving both the left second and third lumbar arteries. In this location, the posterior tffb and ipsilateral gate walls were resting against the aortic wall. This was consistent with the type ii endoleak observed on the preceding cta. -when the aneurysm was opened at explant, organized thrombus and atheroma were removed without significant bleeding. Not until thrombus and atheroma were scooped out near the right tfle did bleeding requiring near continuous suctioning develop. Pulsatile bleeding from the right tfle was uncovered. The tfle bleeding was through a suture securing the right anterior third stent segment counting the proximal sealing stent as stent one. No endoleak was present through this suture on either study. Graft damage, the cause of the type 3b endoleak, was observed on the right contralateral tfle iliac leg graft. The image reviewer observed that the type 3b endoleak was not present until the explant procedure and that damage during the procedure caused the endoleak. The image reviewer did observe a type 2 endoleak, which likely contributed to aneurysm growth over time. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. The dhrs for complaint device system lot (f2628876) and the related subassembly lots were reviewed and revealed no non-conformances. Cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook also reviewed product labeling. The product instructions for use (IFU), [t_zaaaf_rev2] ¿zenith flex aaa endovascular graft with the z-trak introduction system¿, provides the following information to the user related to the reported failure mode: "4 warnings and precautions: 4.1 general: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and post-operative follow-up. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. 4.3 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Molding balloon use use care inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: puncture. 8 patient counseling information: device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use 11.1 bifurcated system 11.1.12 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the suprarenal stent and the infrarenal neck, starting proximally and working in the distal direction. 6. Withdraw the molding balloon to the ipsilateral limb overlap and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer the molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation and expand. 12 imaging guidelines and post-operative follow-up 12.1 general the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type iii endoleak.¿ based on the information provided, examination of the returned product and imaging, and the results of the investigation, a definitive root cause was unable to be established. If the graft damage was caused in vivo, it would likely be attributed to a random component failure due to device age. The patient¿s aneurysm growth was likely due to the type 2 endoleak observed by the image reviewer. If the type 3b endoleak was present in the patient prior to the explant procedure, it would have also contributed to aneurysm growth. Therefore, the investigation conclusion for the complaint is not confirmed and the likely investigation conclusions are "cause traced to component failure¿ and ¿adverse event related to procedure¿. Additionally, endoleaks are a known inherent risk of using these devices. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding event details was received on 27feb2020. It was reported that after placement of the graft, the patient's aaa continued to gradually grow. The patient continued to have follow-ups at the hospital for eight years. On (B)(6) 2020, the patient underwent an abdominal operation where the physician removed the graft portion but left the suprarenal stents and connected them with a competitor graft.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient was received on (B)(6) 2020. During the 8 years that the graft was in place, the patient was taking anti-platelet medication, specifically bayaspirin. The patient did not have any additional or unrelated procedures during the implant period. The physician has commented that blood was seen coming out of the suture hole during a laparotomy. Correction: the patient had a secondary procedure performed on (B)(6) 2020, not (B)(6) 2020.